Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia "), post procedural complication ("post removal complication"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, genital haemorrhage and menorrhagia had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, dysmenorrhea, dyspareunia , general. Abnormal. Bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events dysmenorrhea, dyspareunia , general. Abnormal. Bleeding, menorrhagia, psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and embedded device ('embedded within the lumen of the fallopian tube and extending 1.0 am in to the left cornu is a 2.5 cm in length silver metallic coiled wire that is consistent with an essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia "), post procedural complication ("post removal complication"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia") and psychological trauma ("psych injury"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, genital haemorrhage and menorrhagia had resolved and the embedded device, post procedural complication and psychological trauma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , dysmenorrhea, dyspareunia , general. Abnormal. Bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: mr received : event "embedded within the lumen of the fallopian tube and extending 1.0 am in to the left cornu is a 2.5 cm in length silver metallic coiled wire that is consistent with an essure device", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and embedded device ('embedded within the lumen of the fallopian tube and extending 1.0 am in to the left cornu is a 2.5 cm in length silver metallic coiled wire that is consistent with an essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia "), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia"), post procedural complication ("post removal complication") and psychological trauma ("psych injury"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, genital haemorrhage and menorrhagia had resolved and the embedded device, post procedural complication and psychological trauma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , dysmenorrhea, dyspareunia , general. Abnormal. Bleeding, menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.